Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure on (B)(6) 2012 to fix the l5-s2 region. On an unknown date in (B)(6) 2015, the implanted rod between l4 and l5 was found to be broken. Thereafter, an infection was also identified. An explant procedure occurred on (B)(6) 2015 where the surgeon removed implants (partially) on the affected region at l5-s2. At this time it was discovered that the transverse connector had broken along with the rod. No new product was implanted during this procedure. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was performed for the subject device (part number (B)(4), 5.5mm ti rod 400mm, lot number either 7518903 or 7524414). The investigation has shown that the rod is broken off at both ends. The measurable dimensions of the returned part was checked as far as possible and found to be in compliance with the technical drawings and specifications. The broken surface is homogenous which indicates material conformity as well. Based on these findings it was concluded that the cause of the breakage is not due to any manufacturing non-conformances. Unfortunately the exact root cause which has led to this occurrence could not be determined. Due to the detected damages, it is probable that high mechanical force led to the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of postoperative infection is unknown.additional product codes for this report include: mnh, mni, kwq, and kwp. (Lot number): the complainant part could belong to one of two lots: 7518903 or 7524414 (expiry date): expiration date (based off of potential lot numbers) is june 1, 2021.manufacturing date (based off of potential lot numbers) is july 5, 2011.subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: (performed on both of the possible lot numbers)manufacturing location: (B)(4)- manufacturing date: july 5, 2011 - expiry date: june 1, 2021no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.